Event description:
The customer was hospitalized for high blood glucose. It was reported that the basal rate was correct. However, the alarm history showed two different alarms. The customer was disconnected from the pump. The infusion set was not changed. Then later the customer reconnected and a no delivery alarm occurred.